Event description:
Reviewed the surgeons database report which stated that the patient had a 2008 femur fracture repaired with an im nail. The surgeon further stated that during the follow-up the surgeon observed a non-union at the fracture site. The surgeon preformed an exchange nail procedure to repair the fracture and implant a new nail. Reviewed the patient's pre and post-op x-rays which confirm the surgeons report. No indication of product defect.